Event description:
It was reported that following the implant procedure, right atrial (ra) far-field over-sensing was noted. Technical services was contacted and provided programming recommendations. The device atrial blanking period was reprogrammed to 65 ms to resolve the event and no adverse patient effects were reported. The device remains implanted and in-service.